Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting atrial loss of capture with an abnormal increase in lead impedance measurements.